Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a model 7300tfx 31mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 5 years, 11 months due to unknown reasons. A 9600tfx 29mm transcatheter valve was implanted. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry that a model 7300tfx 31mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 5 years, 11 months due to mitral stenosis and trace pvl. The patient presented in acute chronic diastolic heart failure, nyha IV. A 9600tfx 29mm transcatheter valve was implanted. The patient was transported to the pacu in critical but stable condition at the end of the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrective data: the information was inadvertently omitted within the initial medwatch report # 30780. Based on the additional information obtained, the following sections are updated: b5, b7, h6 (component code, clinical code, device code).

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.